Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had the attention and charge-pak icons in the readiness display. During device evaluation, physio observed that the device had all three icons (charge-pak, attention and service wrench) displayed. The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated and observed that the digital pcb assembly caused an excessive off current. The digital pcb assembly was removed and evaluated. Physio determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u4 on the digital pcb assembly, having shorted. This ic chip, designator u4 on the digital pcb assembly, having shorted, caused an excessive off current, and caused the device's internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger to deplete. A replacement device was provided to the customer under warranty.